Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2020-02862. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause is unknown. Omsc surmised that the forceps elevator wire was possibly broken due to fatigue by repeated manipulating. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user that in unspecified timing the forceps elevator wire of the subject device was frayed and a part of the wire was cut. Other detailed information was not provided. There was no report of patient injury associated with the event.